Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemic event followed a period of prolonged cgm disconnection (~5 hours), suspension of insulin delivery for ~2 hours due to the cartridge running out of insulin, and then prolonged (~6.5 hours) hyperglycemia when the cgm signal was restored. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by increased correction insulin dosing in response to the prolonged hyperglycemic event that resulted from a failure to maintain the device (prolonged cgm disconnection without replacing cgm or entering a bg value, as well as the insulin cartridge running out of insulin). Having all of the low glucose alerts turned off contributed to the severity of the event.

Event description:
On 10/18/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 10/16/24. On 10/18/24 a beta bionics customer care agent followed up with the user's mother about the event. On 10/16/24, the user experienced a severe hypoglycemic event with a bg level of approximately 43 mg/dl, resulting in a seizure and memory loss. The user had been experiencing issues with the dexcom g7 continuous glucose monitor (cgm) on (B)(6) 2024 and disconnected from the ilet after the hypoglycemic event. During the incident, the user's older sister and mother provided assistance by administering a peanut butter and jelly sandwich, yoohoo, and arizona iced tea to raise bg levels. The user's dexcom g7 cgm failed, and the mother transported them to the hospital, where they were monitored for bg stabilization and potential lasting effects from the seizure. The user was discharged on (B)(6) 20224 with plans to reconnect to the ilet on 10/18/24.